Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable found out of electrical specification. Analysis also found the rubber portion of the rf head label missing.

Event description:
It was reported that the programmer radio frequency head was unable to interrogate. The head was returned for service. No patient complications have been reported as a result of this event.